Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a medos peritoneal catheter was broken/cracked post implantation, there was leakage of csf and the device was revised. Valve occlusion was suspected, so the contrast media study was done and leakage from the abdominal catheter was confirmed. The revision surgery was performed. After the catheter was removed, the surgeon checked, but crack was not confirmed. Probably, it cracked at 5cm~10cm from the valve. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The catheter was returned for evaluation. The catheter was visually inspected: two small cuts/tears were noted at one end of the catheter. A review of manufacturing records was not possible, as no lot number was provided. The root cause is likely due to user¿s error. As noted in the IFU. Silicone has a low cut/tear resistance. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.